Event description:
Per the clinic, the patient¿s fixture failed to osseointegrate and fell out (B) (6) 2010. The patient was reimplanted the same day with a new device.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that the device was being prepared to be used in an unknown procedure. The device was opened and the tech noticed the device was broken. The part is above the handle and appears detached. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4)